Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy, the staples were malformed on the staple line closest to the stomach and furthest from the specimen and some of the staples did not deploy from the reload. At the end of the fire, the reload was hard to pull out at the end of the stomach. The surgeon used another reloads to complete the case and performed an esophagogastroduodenoscopy, along with submerging the stomach in water and blowing air to make sure there was no leak. Leak test was negative.